Event description:
It was reported right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle or first-rib region.

Event description:
It was reported right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.